Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the referenced endoscope for evaluation. Investigation confirmed a defective camera instrument adapter. The endoscope was placed through friction test and the camera instrument adapter did not rotate properly and/or noises were heard during testing. Failure analysis confirmed binding. The camera instrument adapter was removed from the endoscope housing and aea shaft bearing issue contributing to friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was changing orientation on its own in multiple cases. The procedure was completed with no reported injury.